Event description:
It was reported that a spectrum iq pump had a bad speaker during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Visual inspection found the cause was a loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.